Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and alarmed failed battery test. Customer stated they removed the batteries from the device and reinserted but it did not resolve the issues. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.